Event description:
This rv lead was explanted due to not capturing, low sensing and patient experiencing chest pain. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed cuts into the insulation 28.5 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. Furthermore, coagulated blood and tissue residuals were found in the fixation helix. During the mechanical analysis, after cleaning the helix from coagulated blood and tissue residuals, it could be properly deployed and retracted according to the technical specifications. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.